Event description:
It was reported that the blade broke during an oral surgery. The blade became stuck in the patients mandible but was removed by the surgeon. The surgeon does not have any concerns, that broken pieces may remain behind in the body. There was no patient injury reported.

Manufacturer narrative:
Device not returned for evaluation.